Event description:
According to the reporter, during a laparoscopic gastric bypass, the needle fell out of the jaws and was retrieved. Another device was used to resolve the issue in order to complete the case. There was no patient injury.